Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) . The dentist reported that he had to remove the dental implant because of fenestration occurred during surgery, resulting to loss of stability. Dental implant was installed in intraoral region 5#, 20ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV) and immediate implant was performed.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant because of fenestration occurred during surgery, resulting to loss of stability. Dental implant was installed in intraoral region 5#, 20ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV) and immediate implant was performed.